Event description:
The cable was returned to the manufacturer on 01/12/2015. Analysis was completed on 01/22/2015. No anomalies associated with the serial cable were noted during testing.

Event description:
It was reported that the serial cable for the handheld device was broken and causing issues performing interrogations. The physician stated that the wand battery was new and that the handheld device was fully charged. The broken serial cable has not been returned to date.